Manufacturer narrative:
Other relevant device(s) are: product ID: 9735521, serial/lot #: unk. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the . The side emitter was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed that the localizer faulted when the side emitter was connected to the system. The flat panel emitter was connected to the navigation system and functionality was restored. There was no patient present when this issue was identified.